Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the 5.0 mm flexible shaft 620 mm (part # 352.044, lot # unknown) was received at us cq with one of the teeth of the distal shaft broken. The broken portion of the device was not returned to us cq. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant features on the drawing are prior to slotting. Also, one of the distal teeth is broken. Document/specification review: the relevant drawing(s) was reviewed; a DHR review and material review could not be performed as the lot number is unknown. This complaint will be accounted for and monitored via post market surveillance activities. Conclusion: the complaint condition is confirmed as the flexible shaft (part # 352.044, lot # unknown) was received with one of the tabs of the distal shaft broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped, struck off axis or damaged during sterile processing). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, the flexible reamer shaft tip was broken. Patient and procedure outcome is unknown. This report is for a 5.0mm flexible shaft 620mm. This is report 1 of 1 for (B)(4).